Manufacturer narrative:
Per the initial report, the cardiva vascade 5f device performed per specifications. The device was not returned for physical investigation. An angiogram of the sheath after the exchange was noted to be taken to verify position of the disc before collagen deployment, but per the reported event there was oozing which would indicate that the device disc was not against the artery wall and in the proper placement for deployment of the collagen. The device was not returned, and no device malfunction was reported. It should be noted the instructions for use gives proper instructions for deploying the collagen and the warning "it is important to ensure that the disc is in contact with the intimal aspect of the arteriotomy before deploying the extra- vascular collagen patch to avoid releasing the collagen patch in the vessel. This step requires fluoroscopy" conclusion: based on the information available for review, the potential cause was the disc was not properly placed against the artery wall to allow proper collagen position in respect for the arteriotomy. As a result, collagen was deployed / partially deployed in the vessel resulting in vessel occlusion requiring intervention. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site) may have been contributing factors to this event but this is unknown.

Event description:
The 5f vasacde was placed through the 5f sheath, antegrade approach. The disc was opened and sheath was removed. Fluro was used to check that the disc was at the arteriotomy. The doctor stated it looked far enough back but still had a little oozing of blood at the site. He deployed the collagen and let it dwell for 15 seconds, sheared the collagen off, held manual and removed the device. After the procedure, they checked pulses and the patient. There was a very faint pedal pulses and the foot seemed cold. They stuck the opposite groin, retrograde approach and did another angio. The doctor noticed the distal sfa was occluded. The physician believes the collagen was deployed into the artery and traveled down the sfa. He placed a bare metal stent at the blockage. Patient's pulses and temperature of the foot has improved. They was keeping her overnight on a heparin drip and she was released.